Manufacturer narrative:
Manufacturer ref# (B)(4). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: zta-pt-40-36-167 deployed normally. Upon grey positioner removal the graft was still attached and the whole stent graft inverted. It isn't clear if the rotational handle was rotated to a complete stop but there seemed to be more movement than normal in it. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: zta-pt-40-36-167 (complaint device) deployed normally. Upon grey positioner removal the stent graft was still attached to the introduction system and the whole stent graft inverted. It isn't clear if the rotational handle was rotated to a complete stop but there seemed to be more movement than normal in it. The stent graft was still attached both proximally and distally to the introduction system upon removal. Per the physician's description, the handle was rotated to a full stop, once the device was pulled down there was an extra rotation that then completely released the stent graft. Per the reported information, the stent graft was pulled distally by around 7cm. Another device was used to realign and a fenestrated endovascular aortic repair (fevar) was completed below, as the original plan. There was no damage observed on the packaging or device during unpacking. No modification was performed on device prior to implantation. The zta-pt-40-36-167 was returned and evaluated. During device evaluation, the rotation function of the blue rotation handle was tested and no non-conformances were observed. It was not possible to establish the cause of the reported event based on the provided information and the device evaluation. It is noted that the misplacement was caused by the user trying to remove the introduction system, before making sure the deployment was fully completed under fluoroscopy. The stent graft was still attached to the introduction system during the removal. According to the instructions for use, during deployment, under fluoroscopy, the blue rotation handle should be turned in the direction of the arrow until a stop is felt, which indicates that the uncovered stent and proximal end of the graft have opened and that the distal attachment to the introducer has been released. If difficulty is encountered during rotating the blue rotation handle, release troubleshooting must be performed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.